Event description:
The lesion treated with a cypher stent had 100% in-stent stenosis 27 months later. This pt presented to cath on with stable angina (ccs3) and 3-vessel disease was found. Pre-procedure medications were ticlid, asa, statins and beta-blockers. Intra-procedure medications included asa. Pre-procedure ck, ck-mk and troponin cardiac enzymes were within normal limits. Pci was performed on a 75% de novo lesion in the mid rca of 16mm in a 3.0mm diameter vessel. The (b2) eccentric lesion was characterized with a smooth contour, angulation between 45 and 90%, little to no calcification and thrombus absent. The lesion was not pre-dilated before deploying one 3.0x18mm cypher stent at 14 atm with satisfying results. Residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure. There were no procedural complications. Post-procedure ck and ck-mb cardiac enzymes were within normal limits. The pt was discharged the following day. Post-procedure medications included ticlid (2 months), permanent asa, statins and beta-blockers. The pt had a follow-up visit eight months later. The pt reported stable angina (ccs2). Ongoing cardiac medications included asa, statins and beta-blockers. Control angiography indicated 0% in stent stenosis, 0% per-stent stenosis and 20% peri-stent distal stenosis. There were no new adverse events or coronary procedures. The pt had an "other" adverse event on 20 months after the index, of "pulmonary oedema." It was also noted "3 pulmonary oedema episodes." The relationship to the device was unlikely but the relationship to the procedure was probable. The pt was hospitalized for ten days. A second follow-up visit occurred five months later. The pt reported no angina. Silent ischemia was reported as evidenced by positive stress echo. Ongoing cardiac medications included asa, beta-blockers and anti-anginals. Insulin was the ongoing diabetes medication. Control angiography was recorded and noted 100% in stent stenosis, 100% per-stent proximal stenosis and 0% peri-stent distal stenosis. The pt's 3 pulmonary oedema events were noted. A new coronary procedure was also noted but was not recorded in the database.